Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a malfunction where auxiliary drawer 5.1 pocket e5 pocket was not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mpar indicated a failure in drawer 5.1 row board. A field service engineer reseated the pyxibus and ribbon cable connections, released all pockets via hardware test application, and ensured that the row e cubie tray connector was properly seated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.